Manufacturer narrative:
Investigation is complete. No material defect was found during analysis. However, there has been a previous report with the same product where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned instrument is actually broken at the base of the active part. No material defect was found during analysis of the rupture pattern. No unused instrument is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a paste filler separated; the broken part was retrieved from the root canal and root canal was filled. No further treatment was necessary.